Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor exhibited undersensing that led to false pause episodes. Programming changes were discussed but not made. There were no patient consequences.